Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n082274, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: accessory: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported the patient had ¿changes¿ with their lower extremities that had been going on for a while but when the health care provider did a pump replacement ¿it got better¿. The type of medication being delivered via the device system at the time of the reported event was not provided. Additional information has been requested, but was not available as of the date of this report.